Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the device was not performing as expected. Upon explant, a total fluid loss in the cylinder was identified. It was suspected to be caused by an issue in the pre-connection. All components were removed and replaced with no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. Both cylinders were visually inspected, and leak tested. During visual examination of cylinder 1 it was identified that the outer tube had a hole from the avulsion and that there was torn fabric thread by the proximal end; due to that finding, cylinder 1 did not pass leak test. During visual inspection of cylinder 2 no damage or abnormalities were noted, in addition, no leaks were identified in cylinder 2. The pump was visually inspected and tested for leaks. Visual test revealed that there was bodily fluid contamination inside the pump and that the kink resistant tubing (krt) was worn down to the filament. Due to the contamination, the pump was not functionally tested. No leaks were identified in the pump. Additionally, two window quick connectors were returned intact on each cylinder kink resistant tubing (krt) and passed the visual inspection. Based on the information available and analysis results, the cylinder 1 not passing the leakage test could have caused or contributed to the reported clinical observations of a fluid loss in the cylinder and the device not performing as expected; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the device was not performing as expected. Upon explant, a total fluid loss in the cylinder was identified. It was suspected to be caused by an issue in the pre-connection. All components were removed and replaced with no patient complications.